Event description:
It was reported that the customer had changed the battery and received a number 6, black screen, and an unexpected restart. Customer then received a black dot and a battery indicator that was empty. Customer's blood glucose level at the time of the incident was 185 mg/dl. Customer also had an external ram error alarm. Customer stated that the pump was not stored or not in use for an extended period of time. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed after a battery change due to a broken solder joint at the interface circuit board. No blank screen was noted. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.